Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the staples fell off from the tissue. They took a new device to complete the case. There were no adverse conquences to the patient.